Manufacturer narrative:
The motor error alarmed during the occlusion test and was unable to prime during prime-compromised force sensor system test due to faulty force sensor resistor. Motor passed motor test. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, minor scratched display window, and a missing end cap sticker.

Event description:
The customer called in to report a motor error alarm during a bolus attempt and occasional high blood glucose levels. The customer's blood glucose level was 298 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.